Event description:
During a case the tip of a mitek fastin rc anchor broke off in the bone of the patient. The surgeon reverted to an open procedure to retreive the broken fragment which resulted in a 2 hour delay to the procedure.